Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The needle disengaged from the device and fell into the cavity of the patient. The needle broke in half. Surgeon believe the needle was sucked up when they suctioned. No known patient injury.